Event description:
It was reported to philips that the flexvision pc was defective, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The investigation determined that there was no customer report of an issue with the system's flex vision pc. The service case, which originated this complaint, was logged to register the completion of a service activity. There was no malfunction of the system, which was confirmed to be operating as per specification. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that the system had not malfunctioned. As such, philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.